Manufacturer narrative:
Unique identifier (UDI) #(B)(4). Initial reporter occupation is lay user/patient. The patient's meter was requested for investigation. The alleged test strips are not able to be returned due to no strips remaining in the vial. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.   Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit-based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a stago analyzer with a neoplastine reagent. On (B)(6) 2021 at 12:45 pm, the meter result was 4.4 inr and between 2:00-3:00 pm, the laboratory result was 3.3 inr. On (B)(6) 2021 at 12:04 pm, the meter result was 3.5 inr and between 2:00-3:00 pm, the laboratory result was 2.6 inr. On (B)(6) 2021 at 2:20 pm, the meter result was 3.4 inr-and between 2:00-3:00 pm, the laboratory result was 2.6 inr. The patient's therapeutic range is 2.5-3.5 inr.